Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 694758 implantable tachy lead implanted: 2004 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited varying impedance ranging from 550-1500 ohms and that the varying impedance seemed aligned with atrial tachycardia/atrial fibrillation (at/af). The ra lead currently remains in use. No patient complications have been reported as a result of this event.